Event description:
In a previous procedure, a stent had been placed inside an in-stent restenosis. This procedure was to treat a lesion further distal. An attempt was made to advance the mini vision through the previously placed stents, but the stent got hung up. There was resistance trying to remove the device and as it was retracted, the stent dislodged. The stent was successfully snared and removed from the pt. At some point during the procedure, a dissection occurred. No treatment was performed, the vessel was lost. No other pt effects were reported.